Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A power issue was reported with the freestyle libre 2 reader. A mother reported that the customer's reader would power on with neither button press or test strip insertion. The customer reportedly required third-party treatment, however, no further details were provided as caller declined to troubleshoot further. There was no report of death or permanent injury associated with this event.

Event description:
A power issue was reported with the freestyle libre 2 reader. A mother reported that the customer's reader would power on with neither button press or test strip insertion. The customer reportedly required third-party treatment, however, no further details were provided as caller declined to troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader mbma077-j1716 was returned and investigated with retained strips. Performed visual inspection on the returned reader and observed damage to the usb (universal serial bus) port. Observed the reader did not power on with button, strip, or usb cable insertion. The damaged usb port prevented the customer from charging the reader which led to the customer observing a blank screen when the battery died. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A power issue was reported with the freestyle libre 2 reader. A mother reported that the customer's reader would power on with neither button press or test strip insertion. The customer reportedly required third-party treatment, however, no further details were provided as caller declined to troubleshoot further. There was no report of death or permanent injury associated with this event.